Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years, 2 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. A request for an urgent log file review was requested by the lvad clinician. The technical service representative confirmed a pump stoppage event. The lvad clinician requested a percutaneous lead (driveline) replacement so the patient could be upgraded to the pocket system controller. On 07dec2017, the technical service representative was on site and performed a percutaneous lead (driveline) replacement approximately 13 inches of the driveline from the distal end was replaced. There were no alarms after the repair. No additional information was provided.

Manufacturer narrative:
A driveline repair was performed so that the patient could receive a pocket controller. Approximately 11.5 inches of the distal end of the driveline was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Cosmetic damage to the silicone outer jacket was observed at approximately 2.5 inches from the metal connector. Visual inspection confirmed there was no damage to the bionate or any of the underlying wires. The bionate and braided shielding was removed and the driveline was submerged in a saline solution for high-potential testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage, indicating the wire insulation of all wires was intact. No issues with the returned portion of the driveline were identified during testing. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.